Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was held by the hospital ot team, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/9/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: patient codes corrected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) via email that during a meniscal repair procedure the first truespan peek 12 degree first implant deployed, but while firing for the second implant, the implant did not push forward. It was observed that both the implants had deployed with a single trigger fire only. The second truespan peek 12 degree needle broke in the joint while the surgeon tried negotiating the needle after firing the first implant. The needle was removed from the joint. The case was completed with two more devices that deployed properly. There was a minute delay in the surgery in an effort to retrieve the needle. There was patient involvement. It was reported that the implant did not break into two or more pieces. It was reported that the implant was deployed in soft tissue and not in bone, so bone quality did not matter. It was reported that the surgeon was not off axis. It was reported that the implant was left in soft tissue and could not be removed. It was reported that the surgeon fully depressed the trigger until it clicked. It was reported that the tip of the needle was in scope view. It was reported that the surgeon penetrated the meniscus all the way to the depth stop. It was reported that the surgeon used a probe. It was reported that the needle was removed using a grasper. There were no reports of injuries, medical intervention or prolonged hospitalization. The device has been held by the hospital ot team as the device broke in the joint and cannot be retrieved for evaluation. No legal action either from hospital or patient is expected. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.